Manufacturer narrative:
Additional information was received that the valve was loaded once by an experienced valve loader. The valve load was confirmed via visual and tactile methods and under fluoroscopy with no misload reported. A pre-implant balloon aortic valvuloplasty (bav) was not performed. There was nothing of note in terms of patient anatomy that contributed to the infolding. Four days following the valve implant, hypotension, moderate to severe central aortic regurgitation and moderate to severe paravalvular leak (pvl) were reported. The patient returned for a post implant balloon dilation. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record and frame record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed no valve load checks for this event. The imaging provided confirmed the valve is deployed to 100% and an infold is present both seen on transesophageal echocardiogram (tee)and fluorocopy. Additional imaging provided confirmed there is a resolution showing no infolds on both tee <(>&<)> fluoroscopy. There is no imaging provided confirming there is a balloon aortic valvuloplasty (bav) being performed nor evidence confirming paravalvular leak (pvl) as stated in this event report. Per evolut instructions for use (IFU) , "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." Without a returned valve for analysis, a conclusive root cause for the incomplete expansion cannot be determined. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Although a conclusive cause could not be determined from the limited information available, the infolding may have been a contributing cause. Aortic regurgitation and pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre -existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available, but the infolding may have been a contributing cause. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The loader was reported to be experienced and the load was confirmed visually, tactilely and via fluoroscopy. Based on the limited available information, a root cause for the infolding could not be conclusively determined. In addition, nothing of note in terms of the patient anatomy that could have contributed was highlighted by the implanting team. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with aortic insufficiency, during the second recapture, an infold in the inflow portion of the valve was reported. The valve was deployed and although the valve looked under expanded, the decision was made not to post dilate the valve. The reason the post implant balloon aortic valvuloplasty (bav) was not performed was that the physician was concerned of dislodgement due to a high deployment. After an unknown time, unspecified aortic insufficiency and a low blood pressure were reported. The patient was brought back to the catheter lab and valve was post dilated. The valve expanded and the patient's pressures improved. No additional adverse patient effects were reported.